Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. An empty test cassette was returned for evaluation. No investigation is possible.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 398 mg/dl, 122 mg/dl, 140 mg/dl and 96 mg/dl. Customer experienced hypoglycemic feelings and took sugar. No death or serious injury reported. Requested return of suspect device for evaluation.